Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was later reported that the system controller indicated a "controller fault alarm". The cause of the alarm was not identified.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed via log file analysis and evaluation of the returned heartmate 3 system controller (serial number (B)(6)). Review of the controller event log files revealed from the beginning of the log files, 13feb2025 at 04:19:11, left ventricular assist device (lvad) off and low flow alarms were active, consistent with the pump stopping. In addition, controller internal fault alarms were active due to ocp a open and ocp b open faults, indicating damage to fuse a and b in the system controller. The alarms did not resolve within the log files. The system controller was shut down on 13feb2025 at 04:58:28. The onset of the alarms was not captured within the log files due to being overwritten by newer events. The returned system controller was functionally tested and upon connecting to power, a controller fault alarm activated. The system controller was disassembled, and fuses f6 and f7 were measured to be electrically damaged, consistent with the data observed in the log files. Both fuses were replaced, resolving all issues. The system controller was then functionally tested and performed as intended while operating a mock circulatory loop with no atypical alarms. Provided information stated that during surveillance check of the system controller at the heart-lung transplant office, a controller fault alarm became active. The root cause of the controller fault alarm was determined to be damaged system controller fuses; however, the root cause of how the fuses became damaged was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU with heartmate touch (rev. C) warns users that the pump will stop if the driveline becomes disconnected or potentially when damaged. Users are instructed on how to care for and maintain the integrity of the driveline. The heartmate 3 IFU, section 7 ¿alarms and troubleshooting¿, instructs users on how to resolve alarms that sound from their system controller, including alarms associated with controller fault conditions. The heartmate 3 IFU, section e - ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 IFU cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.